Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 80 mg/dl. System check could not identify a source of the blockage. The customer completed a supply change to resolve the occlusion alarm.